Event description:
The complainant reported that a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the patient developed access site bleeding and anticoagulation was held while the support continued. The decision was made to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella pump was not returned for investigation. Should new information be received, a supplemental manufacturer device report will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue and access site bleeding. The pump was not returned. Data logs were not recovered. The cause of the optical signal issue was not determined since product was not returned, data logs were not recovered, and lack of clinical information. The root cause of the access site bleeding - major was not determined since product was not returned and lack of clinical details. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include placement signal issue description. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-27109. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant also reported that the pump had placement signal issues. The audio was disabled, and position was verified. Support continued.